Event description:
Technician found brakes would engage and hold. However, casters would slightly swivel when force applied.

Manufacturer narrative:
Cause: wear / deterioration. Technician installed new actuator assembly to resolve.